Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was being non-cooperative, so interrogation could not be completed. The patient's presenting rhythm was in the 40 beats per minute range. The pulse generator was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion. Device was received at sjm approximately 3.66 years after explant.